Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that his daughter's insulin pump had keypad anomaly. The customer¿s blood glucose level was 268 mg/dl. The customer reported that the buttons were not responding. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with an intermittent up button. The anomaly was isolated to the keypad assembly. The device passed the displacement test and self-test. The connector on electrical board was locked properly during visual inspection.